Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose levels due to an insulin overdose. The dr found that the customer had delivered 300 units of insulin via the fixed prime feature. Nothing further was reported.